Event description:
Event description cpi received information that, during post-implant testing, this device reported a >3k lead impedance and the pacing thresholds were found to have increased dramatically.